Event description:
Initially a c4601s cusa excel 23khz standard tip was reported to be defective on (B)(6) 2013. On (B)(6) 2013, additional information changed this complaint to a (MDR) medical device report. The description was as follows; while the patient was anesthetized for liver surgery and reportedly the tip was not in contact with the patient after 15 minutes the tip broke in two parts. A cem nosecone was not being used during this procedure and the tip did not solely touch the tissue. The patient did not incur an injury as a result of this event and there was no surgical delay.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.